Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the surgeon was on vacation, and the patient no longer wanted to hear the pump alarming. It had been alarming frequently due to motor stall, and now every day, ¿it was alarming despite silencing the alarm, programming the longest duration alarm interval, etc.¿ on (B)(6) 2017, the hcp reprogrammed the pump at 5pm, and the pump was alarming again at 9pm. The hcp requested the pump off code. Technical services provided the hcp with the code and assisted them in programming it.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-aug-30. It was reported that the pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) on 2017-jul-20. The patient stated that the pump was alarming again. The hcp stated they silenced the alarms two days ago (B)(6) 2017) and programmed the pump to minimum rate mode. The event logs indicated that a motor stall recovery occurred on (B)(6) 2017 and stopped pump period may exceed tube set occurred on (B)(6) 2017. The motor stall occurred on (B)(6) 2017. The patient had a consult appointment with the surgeon on (B)(6) 2017 to talk about replacing the pump.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 720 mcg/day and 4 mg/ml morphine at a dose of 1.4 mg/day via an implantable pump for intractable spasticity and stroke. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The patient noticed the pump was alarming and was having withdrawal symptoms. The logs showed the motor stall occurred on (B)(6) 2017 at 00:22. The hcp denied any electromagnetic interference or magnets. The hcp was to contact a surgeon to replace the pump. The symptoms were considered a sudden change in therapy/symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient¿s weight at the time of the event was (B)(6). The patient was still waiting on consult for the surgeon for the pump replacement. It was unknown if the pump will be returned to the manufacturer. The cause of the motor stall was not determined.